Manufacturer narrative:
The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal error occurred during use. No harm reported. The customer reported to the remote service engineer (rse) that information was not given to the biomedical (biomed) engineer about how the reported issue occurred. The customer confirmed the issue by running the device for 5 minutes. The rse advised the customer that this could be a result of a user error, but there could also be a failure in the data acquisition (da) printed circuit board assembly (pcba), solenoid valves, or valve gaskets. The rse noted that an onsite visit from a field service engineer (fse) would need to be arranged and provided the customer with part numbers. Upon arrival, the fse checked the error log and discovered that there were not any significant common error messages within the last 48 hours of usage. The fse then conducted a pressure accuracy test per the service manual and found that the value ranges were between acceptable tolerance. After conducting a pressure accuracy test, the fse carried out an air flow accuracy test per the service manual--the device was left at 60 splm for 15 minutes, and values were stable and within tolerance. Additionally, the fse found that the battery voltage supply was within tolerance after device low flow for 20 minutes and noted that there were not a significant voltage drop. The fse then performed oxygen flow accuracy and oxygen mix accuracy tests per the service manual and determined that the values were within tolerance. It was then determined that the device was used in clinical mode, and the fse told the customer that the proximal alarm was created due to the valve closing on the hosing. The fse also stated that the alarm does not occur during normal flow and lung simulation, and the oxygen alarm occurs if oxygen supply removed. As a result, the fse changed the filters in the device, and no further damages were found. The fse informed the customer that the device was deemed serviceable after further testing and provided the customer with the details of testing for reference.

Manufacturer narrative:
Although it was confirmed per good faith effort response that no fault was found with the device after testing, a new da pcba and solenoid 3 were installed a month later, and the device successfully passed the electrical safety test. The device also tested serviceable through flow and pressure circuit testing. The fse informed the customer that normal values were created, and error messages were not displayed when the device was connected to the circuit. It was reported that the customer will be sending in the unit to bench repair for extended testing. The investigation is still ongoing.